Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 214mg/dl. A cartridge and an infusion set change were performed and the occlusion alarms continued. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. During a follow-up, the customer reported performing an infusion set change and receiving additional occlusion alarms. Reportedly, a supply change was performed addressing the occlusion.